Manufacturer narrative:
Catalog number and 510k number are unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three product samples were received for evaluation. Visual and functional testing were performed. Visual inspection was performed at 12 inches under normal lighting to received units, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Samples were filled with 5cc of air according in order to see if there was any functional problem. During the test, the cuff from sample 1 only inflated one side. According to the instructions for use (IFU) the balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. During the test of sample 2 and sample 3, the pilot balloon inflated but all the air was stuck it. According to the IFU the balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. Review of the manufacturing process was performed to which verified there are no situations or practices that could create the event. The assembly process was performed according to the procedures. The training was reviewed and it was confirmed that the personnel had the trainings up to date. There is not root cause since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that the cuffs of three trachs were not inflating. No patient injury reported.